Event description:
Refer to medwatch 1219856-2007-00266 for first event involving same patient. It was reported that while in the cath lab, md inserted sheath via left femoral artery. The intra-aortic balloon was prepped per instruction. After removing iab from tray, md noticed the membrane was unwrapping; however, md tried to insert iab through the sheath. The iab became stuck; md removed iab & used another iab to complete the procedure. There were no reported patient complications. Diagnosis: heart attack.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.